Event description:
It was reported that during a device follow up the pace impedance measurements showed normal and out of range values from (B)(6) 2023 to present. X-ray taken did nto show noise or a lead fracture. A technical services (ts) review was requested. Ts review confirmed abrupt changes in pace impedance measurements between 300 and 3000 ohms. Ts discussed performing defibrillation testing to confirm system effectiveness. No adverse patient effects were reported. The lead remains implanted to date.

Event description:
It was reported that during a device follow up the pace impedance measurements showed normal and out of range values from (B)(6) 2023 to present. X-ray taken did not show noise or a lead fracture. A technical services (ts) review was requested. Ts review confirmed abrupt changes in pace impedance measurements between 300 and 3000 ohms. Ts discussed performing defibrillation testing to confirm system effectiveness. Additional information noted that a revision took place to implant a new rv lead. In addition, during follow up noise was seen with posture maneuvers as well as arm movements resulting in high thresholds and loss of capture. It was noted that the rv lead was fractured. A new lead was implanted with this device.

Event description:
It was reported that during a device follow up the pace impedance measurements showed normal and out of range values from september 2023 to present. X-ray taken did not show noise or a lead fracture. A technical services (ts) review was requested. Ts review confirmed abrupt changes in pace impedance measurements between 300 and 3000 ohms. Ts discussed performing defibrillation testing to confirm system effectiveness. Additional information noted that a revision took place to implant a new rv lead. In addition, during follow up noise was seen with posture maneuvers as well as arm movements resulting in high thresholds and loss of capture. It was noted that the rv lead was fractured. A new lead was implanted with this device. This rv lead was difficult to remove thus the lead was surgically abandoned and will not be returned. No additional adverse patient effects were reported.